Manufacturer narrative:
The device was returned and the evaluation found that the biopsy port mouth piece was detached due to physical stress. No malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the cystonephrofiberscope exhibited the biopsy port mouth piece was detached. There were no reports of patient involvement. Additional details relating to the patient and the event have been requested, but no response has been received at this time.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Information added to the fields: h4, h6. Corrected fields: e1 (the reportable malfunction was discovered by olympus during evaluation. Disregard e1 entries on the previous report as the initial reporter should be olympus.). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause for the event could not be determined. The event can be prevented by following the instructions for use which state: oes cystonephrofiberscope. Olympus cyf-5. Olympus cyf-5a. Important information: please read before use do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, or control section. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, or light guide cable with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient. If the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. Olympus will continue to monitor field performance for this device.